Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was unable to connect to glucose sensor simulator, problem isolated to pcb2. Unit received with cracked retainer and minor scratches on lcd window.

Event description:
The customer reported via phone call they cannot connect to pump. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.